Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occured in the united states. A report indicated that on (B)(6) 2025, the patient experienced four instances of kinked cannula with their infusion sets. One of these incidents occurred within 3 hours of insertion, while the other three happened 3 or more hours after insertion. The insertion site for all four infusion sets was the abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.